Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a peritoneal dialysis infection. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient was recovering from the event. Action with pd therapy was not reported. No additional information is available.